Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on returned meter, no issues were observed. The meter powered on with button press and strip insertion. A control solution test was performed. The complaint is not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release.    A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer's wife reported that her husband received a high reading "around 460 mg/dl" on his adc blood glucose meter, which was higher than he felt. The customer went to the emergency room, where the customer was treated with intravenous glucose "to keep him hydrated". No comparison readings were reported, and no further information was reported, as the customer refused to provide additional details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's report of "on the 22nd or 23rd of february". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's wife reported that her husband received a high reading "around 460 mg/dl" on his adc blood glucose meter, which was higher than he felt. The customer went to the emergency room, where the customer was treated with intravenous glucose "to keep him hydrated". No comparison readings were reported, and no further information was reported, as the customer refused to provide additional details. There was no report of death or permanent impairment associated with this event.